Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was not able to take control of 2 different arms from surgeon side console (serial# (B)(6)). The operating room (or) team continued with the procedure as planned with ssc (serial# (B)(6)). Abex clinical sales representative (csr) contacted intuitive surgical inc. (Isi) technical support engineer (tse) on customer behalf, and indicated the or team was possibly having a problem with swapping pedal in order to confirm universal surgical manipulator control. Abex csr not at the customer site, but will provide tse troubleshooting instruction to the customer and follow-up with tse. Tse made multiple attempts to contact csr, to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. The mtm2 was returned for failure analysis, and the reported failure (error 23) was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.